Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited electromagnetic interference oversensing. No intervention was performed. The patient was stable throughout and continued to be monitored.